Event description:
The md has implanted two collamer iols with resultant hyperopic refractive change. The pt had obvious anterior capsular fibrosis. The md performed anterior yag capsulotomy and the refraction returned to normal. The pt is fine. The md believes that this is due to anterior capsular fibrosis. This info was received in response to the collamer customer bulletin sent to customers.